Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Manufacturer narrative:
This report should have been filed as a final as this complaint did not involve a product malfunction. The customer was using incompatible test strips. Since the medical event was related to a use error, no investigation of the product is required. No supplemental is required.

Event description:
A customer reported he bought his new meter and test strips in (B)(6) 2010 and due to having incorrect test strips, he never used his freestyle freedom lite meter. The meter would turn on with the button, but not upon a strip insertion as they attempted to use incompatible test strips. The customer further reported on about (B)(6), 2010 as a result of being unable to test, he developed an east infection and sought medical attention. The customer reportedly was diagnosed with hyperglycemia and urinary tract infection and treated with unspecified antibiotic. There was no report of death or permanent impairment associated with this medical event.